Event description:
Hamilton medical ag received the following event description: the device alarmed with tf-8912. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report also contains the device evaluation. According to the complaint description the device alarmed with technical fault 8912. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. Tf8912 indicates that the cuff pressure controller motor not working properly the issue (tf8912) was caused by a defective cuff controller board. A replacement cuff controller board was sent to the end customer. According to the partner, this resolved the problem.